Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon review, the patient's implantable cardioverter defibrillator exhibited episodes of post-paced t-wave over-sensing. Programming changes were made. The patient's condition was unknown.

Event description:
New information received on december 1, 2024 indicates that the patient was asymptomatic as a result of the event.